Event description:
It was reported that the pt was implanted a metasul head 28 s 12/14 on the right side on (B)(6) 2005. The pt was revised on (B)(6) 2012 due to unknown reasons. It was also reported that the primary surgery made the hip more painful than before surgery. The pt uses morphine for analgesia and is mainly in a wheelchair. Notes: complaint re-opened on (B)(6)2013. As part of a correction action which was initiated on the 21st of october 2013 (see CAPA (B)(4)), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. Review of incoming information: zimmer did not received specific information concerning the event. From the information received, the pt was revised due to unknown reasons. Radiologically, the cup seemed to be implanted a little bit too steep (greater than 45 degrees = too steep). However, it has to be considered, that constitutionally the cup entry level was already very steep. Also on the opposite side was already corrected by the surgeon. From an operation point of view, this seemed to be correct and cannot be reproved. However, no conclusion could be drawn based on the received x-rays, as the exact problem is unknown (no pre-operative x-rays, no dates on x-rays) and no other historical x-rays for comparison was available. The products related to the reported event were not returned for investigation. Furthermore, no specific event details were reported and no x-rays, surgical reports, etc. Were available. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Based on the given information, and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. Zimmer reference number (B)(4).